Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported via e-mail that upon removal she could not find the string on the tampon. She stated the string was up inside her vaginal cavity. She managed to find the string and removed the pledget from her vaginal cavity. After removal she noticed the string was almost half the length it normally is. She did not seek medical attention and did not experience any adverse health effects.